Event description:
It was reported that the patient presented to the hospital after feeling a shock. Device interrogation found an episode of ventricular tachycardia detected as vf. The first shock was ineffective, the second was successful in converting the rhythm. The physician elected to replace the device with one that had higher defibrillation energy. The device was explanted and discarded in the field. There were no adverse consequences and the patient condition was good.